Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: e1: complete facility name: (B)(6). The complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through a journal article review. The journal article review indicated a j&j medtech orthopaedics product failure(s). Multiple attempts were done to obtain more information from the author; however, no response was received. It is unknown if complaints derived from this journal article were previously reported and documented in the j&j medtech orthopaedics complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. Given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
This complaint is from a literature source. The following literature article has been reviewed: miao k, zhang j, zhou g, zheng d, huang y. Observation of the therapeutic effect of arthroscopic rotator cuff repair for rotator cuff tears with osteoporosis. Modern instrument & medical treatment , 2004, vol. 30 no. 5. Objective/methods/study data: the aim of this retrospective study was to investigate the effects of arthroscopic rotator cuff repair on shoulder function of greater tubercle of humerus in patients with rotator cuff tear and osteoporosis. Between june 2021 and april 2023, a total of 70 patients were included in the study. These patients were divided into two group. Control group consist of 34 patients (13 male and 21 female) with a mean age of 63.27 ± 7.03 while observation group consist of 36 patients (15 male and 21 female) with a mean age of 62.91 ± 6.88. These patients were treated with 4.5 mm, absorbable anchor suture/4.75 absorbable pushlock anchor, mitek, johnson & johnson, USA. Follow-up were unknown. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes 4.5 mm, absorbable anchor suture/4.75 absorbable pushlock anchor. Adverse event(s) and provided interventions possibly associated with unk implant (qty 11) -2 cases of swelling and swelling of affected shoulder in the observation group. No intervention mentioned. -6 cases of swelling of affected shoulder in the control group. No intervention mentioned. -3 cases had wound infection in the control group. No intervention mentioned.